Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that communication with the device was not possible. The patient stated he recently had the device checked, and it was "close" to replacement time. The device was replaced. No patient complications have been reported as a result of this event.